Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexpected restart, external ram crc error and low battery alert from the insulin pump. The customer's most recent blood glucose was 109 mg/dl. The customer stated that she had to change the battery out once a week. The customer stated that the battery indicator showed less than 2 bars. The customer stated that the sensor feature is off. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass and alarmed a21 and had loss of memory after removal and installation of the battery due to a component on the interface board leaking voltage. However, the insulin pump had normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No a17 alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.